Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that during the treatment of a facial arteriovenous malformation, the balloon broke. No further information was provided regarding the procedure. There was no reported patient injury or intervention. The patient is reported to be okay.

Manufacturer narrative:
The device was returned for evaluation. During investigation, the catheter was inflated with saline, and a pinhole was found on the balloon at the inflation plug. It was also noted that the tight pitch coils were removed from underneath the polyimide. In addition, the coils at the distal engage portion of the inflation lumen were stretched, and the engage tubing was noted to be thin. The purge hole to the de-airing channel transition occured normally distal to the distal balloon marker band. Based on the investigation and provided information, the reported complaint of a ruptured balloon was confirmed. The root cause is unknown; however, the device exibits evidence that it was subjected to a pinhole caused by overinflation, which exceeded its design parameters. The instructions for use (IFU) warns, "do not exceed the maximum recommended inflation volume as balloon rupture may occur."